Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02940. It was reported the patient (B)(6) turned off stimulation due to experiencing ineffective stimulation along with positional overstimulation at times. An sjm representative tried reprogramming multiple times to no avail as only unintended stimulation occurred. X-rays were taken which revealed lead migration. Surgical intervention may be taken at a later date to address the issue.